Manufacturer narrative:
(B)(4). Premature sled movement, damaged one piece sled, damaged cartridge the device was received for analysis with no visual non-conformances and with an ecr60t cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. Upon firing, the left side was fully fired. However, the on the right only a staple row was properly formed. In addition, the cartridge was notice damaged at the knife slot area. The reload was disassembled and the one piece sled was noted to be broken. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties noted during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, there was difficulty loading a black cartridge into the device. A new device and cartridge was pulled and used. The procedure was completed without impact to the patient.